Event description:
It was reported during an infusion of norepinephrine (dose, programmed amount and delivery rate unknown) with a spectrum infusion pump, an unknown baxter tubing set became occluded with no alarm triggering. The patient's mean arterial pressure (map) decreased to the 30's and the patient¿s heart rate (hr) decreased to 40's beats per minute. It was stated the medical staff needed to increase drip rate to stabilize. No further information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.